Event description:
It was reported that the patient was getting too much infumorph. The patient had been nauseated and throwing up all night and she was a little sleepy; the patient had an altered mental status. The patient was given narcan and this stopped the nausea, vomiting and the sleepiness. The 20 ml concentration of infumorph was removed from the pump reservoir and they instilled 20 ml of pfns (preservative free normal saline) to dilute the concentration to 5 mg/ml. The drug concentration was decreased to enable them to decrease the daily dose. They then programmed the pump to .24 ml/day. Following this, they did a series of withdrawals and primes on the catheter to rid the internal tubing of the higher concentration of drug. The entire system was cleared of the old concentration. They finished with a bolus to re-prime the pump catheter over an hour and 30 minutes during which time the patient was not receiving any medication. The patient status was reported as ¿alive-no injury.¿ additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported there were no other medications contained in the pump at the time of the event. The dose was cut in half and the nausea went away by the next day. The patient was doing well at the time of the report with effective relief.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(6), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(6), product type programmer, patient. (B)(4).